Event description:
It was reported the patient never had therapeutic effect. He was still having symptoms of urinary frequency. This began following a replacement. The patient stated the health care provider did not connect any of the left leads. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748910, lot# serial# (B)(4), implanted: (B)(6) 2005, explanted: product typ extension product ID 748910, lot# serial# (B)(4), implanted: (B)(6) 2005, explanted: product typ extension product ID 37743, lot# serial# (B)(4), implanted: explanted: product typ programmer, patient product ID 3708220, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product typ extension product ID 3708220, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product typ extension product ID 3093-28, lot# j0555535v, serial# implanted: explanted: product typ lead product ID 3093-28, lot# j0555535v, serial# implanted: explanted: product typ lead product ID 3093-28, lot# v800435, serial# implanted: (B)(6) 2011, explanted: product typ lead. (B)(4).